Event description:
Patient was revised due to subsidence of the tibial tray.

Manufacturer narrative:
Examination of provided x-rays confirmed the reported tibial tray subsidence. Review of the device history records did not reveal any anomalies or deviations, which would contributed to the reported event. A search of the warsaw and international complaint database did not reveal any other reports for the tibial tray manufacturing lot. The investigation could not draw any conclusions about the root cause of the subsidence. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.